Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. Customer reported issues with two sensors. Both sensor serial numbers are unknown as customer could not provide. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported adverse skin reactions with two adc freestyle libre sensors. Customer reported "under the sensor was a red, circular rash that looks very raw". There was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.